Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument channel of the device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Air/water channel: staphylococcus warneri (1 cfu) suction channel: serratia marcescens (>200 cfu) instrument channel: coagulase-negative staphyloccocus (2 cfu) the device had been reprocessed with a steelco automated endoscope reprocessor, ew 2, using neodisher septo pac. There was no report of infection associated with this report.

Manufacturer narrative:
This report is being submitted to correct the initial report g3 date received by manufacturer to july 21, 2020. Additionally, the date the product was received by an olympus entity d9. The customer returned a reprocessing checklist indicating no obvious reprocessing deviations were noted from the manufacturers instruction for use.